Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, a coil got stuck in the gap of the hub of catheter. The procedure was completed with another device.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.